Event description:
It was reported that telemetry was performed on the pulse generator several times and the measured battery data was 2.86 v each time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.